Event description:
As reported from patient support center (psc), a care advocate (daughter) called psc this afternoon in response to receiving the patient's mail which included his implant ID card. She called to inform ew that the patient passed away one day after tavr. Patient had a massive heart attack later that night after the procedure. He died the following day at the hospital. She also mentioned that the patient was in heart failure. She stated, 'he did not even get to enjoy the valve. I guess it was too late at that point.' She did not ask to speak with ew physicians, nor did she make any allegations to our device. Upon review of medical records provided, a complaint was created to capture the report by a family member, conservatively. Upon review of medical records provided, the official cause of death is unknown. It is likely the patient expired from their vast comorbidities (cad, pre-existing lbbb and rbbb, chf and ckd). The last echo showed a competent valve with leaflets function normally and no pericardial effusion. Medical records do not show an edwards device may have caused or contributed to the patient's demise.

Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall thv procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the thv procedure, and the valve implant will manifest intra-procedurally or in the immediate post-operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on thv complications, the peri-procedural interval is inclusive of all events that begin within 72 hours of the index procedure. Mi's that occur after the peri-procedural period (>72hrs) are typically related to the patient's underlying coronary disease. Multiple patient factors could put the patient at risk for mi during the thv procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the myocardial infarction is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.